Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim system controller display screen was confirmed. The system controller (serial number: (B)(6) was returned for analysis with damaged black and white power cables. Log files were reviewed and data from the reported event date of 27aug2024 was reviewed. There were no other notable events active in the log file. Pump operation was not affected. The system controller was functionally tested, and it was found that the screen was dim. The system controller passed all other testing. The system controller was able to operate a mock loop for an extended period of time. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was seen in clinic and their system controller screen was dim and difficult to read. Log files displayed a few low flows where the low flow estimator dropped below 2.5 liters per minute (lpm). There were no other unusual events seen within the log file. Based on the pictures attached in the email, technical services recommended to replace the controller. The system controller was exchanged. Additional information was provided that new system controller faulted, and another controller exchange was required. Log files confirmed the yellow wrench alarms associated with a system controller fault. The fault appeared to be associated with the emergency backup battery (ebb) test circuit fault (yellow wrench, replace controller, backup battery test circuit (55)).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.